Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient was taken to the hospital by ambulance yesterday due to back spasms. A cat scan was performed and the healthcare provider (hcp) was requesting that a device manufacturer representative check the device. It was noted that the patient was sweating and in a lot of pain. No further complications have been reported as a result of this event.